Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, a piece where the handpiece plugs in cracked at insertion site on the front of the machine. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one (1) device was received. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The reported condition was confirmed. A visual inspection was performed on product and no damage was observed except to a receptacle and a bent lid. It appears that extreme force was used to remove a connector from hand piece receptacle on the control unit and broke the plastic ring. Control unit is still fully functional. The investigation isolated the failure to the receptacle, but a root cause was not identified. If information is provided in the future, a supplemental report will be issued.